Manufacturer narrative:
While a siemens field service engineer (fse) was at the customer's site, the customer asked the fse about discordant sodium results on the advia 1800 instrument. The fse reviewed the data with the customer and advised the customer to change the sodium electrode, which the customer did. The electrode that was replaced had been within warranty. The customer states that replacing the electrode resolved the discordant sodium results. The system is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated sodium results were obtained on an advia 1800 instrument. The discordant results were not reported to physician(s). The samples were rerun, and the corrected results were reported to physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated sodium results.